Event description:
It was reported that at implant the lead initially had good measurements but after being sutured down the sensing and impedance values were low and the threshold increased. The lead was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the inner insulation was torn. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the lead appeared damaged at implant and the lead was stretched.